Event description:
It was reported the procedure was being performed on a (B)(6) female pt weighting (B)(6) in the intensive care unit. The catheter was being placed femorally. The physician experienced difficulty when trying to remove the guide wire. Eventually they were able to remove the wire, however, it was split and unraveling in the middle. The procedure was aborted and no other attempt was made to gain access. They could not resume IV therapy due to inability to get central venous access. The pt expired a few days later, but the device did not contribute to the pt's death.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.